Event description:
The customer stated that she tested her blood glucose one morning and received a reading of 120 mg/dl using her contour meter. She took her medication as usual and had breakfast. A few hours later, the customer passed out and was taken to the hospital. The hospital tested her glucose at 42 mg/dl when she arrived. The customer did not mention treatment, but most likely she was treated with glucose. Later that evening, once the customer returned home she tested her blood glucose and received a reading of 479 mg/dl using her contour meter. She retested using another meter and received a reading around 100 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer declined the offer to troubleshoot, she also declined to return her test strips for evaluation.